Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 11.3 mmol/l, 7.5 mmol/l, 9.7 mmol/l, 7.4 mmol/l, 4.5 mmol/l, and 10.8 mmol/l within 2 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.